Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, power on self-test and a review of the alarm log were performed. During power on self-test and alarm log review the f-38 alarm was found. The cause of the condition was damaged force sensing resistors (fsr). To correct the condition, the fsrs were replaced. The device was repaired and serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the device is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-38 alarm. It is unknown what process step this alarm occurred during. There was no patient involvement. No additional information is available.